Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
The patient was not able to lie flat during the procedure, and high pa pressures were monitored with a swan ganz catheter. The sensor was not able to be calibrated until day one postop. Following the implant procedure, the patient was hospitalized due to the high pulmonary arterial pressures, and fluid overload. The patient had a cor/log procedure on day two and a cavalve procedure on day three post op. The patient died due to septic shock on day four. Per the physician the cause of the septic shock is unknown.